Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right atrial (ra) lead exhibited noise, increased pacing thresholds, and high out of range pacing impedances greater than 2000 ohms. A ra lead fracture was suspected. No changes were made to the system and this ra lead remains in service at this time. No adverse patient effects were reported.